Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 67-year-old female patient, the device inappropriately shut down. Complainant indicated that the clinician was able to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported event of device powering off unexpectedly could not be duplicated during evaluation. Review of the device log confirmed the device was operating on battery power and issued a battery recalibration message, followed approximately 11 minutes later by a low battery and shutdown warning. The battery will be replaced as a precaution. The device was recertified and returned to the customer. The x series operator's guide (pn: 9650-002355-01) (rev: g) instructs users to always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable to prevent power-related issues. Analysis of reports of this type has not identified an increase in trend.